Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 3/3 of their automated peritoneal dialysis therapy. Reportedly, baxter's tsc assisted the hp in ending therapy. Reportedly, baxter's tsc assisted the hp in ending therapy early. While discarding supplies, the hp noted moisture on the cassette of the homechoice set. Therapy was completed manually. No patient injury or medical intervention was associated with this incident, per the hp.